Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify battery out limit due to no button response. No button error alarm during testing. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they fell into a lake and was wearing the insulin pump was showing a battery out limit alarm that they cannot clear alarm .the customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer also stated that the insulin pump was exposed to fluid in the past with no moisture visible in pump. Customer was not able to check alarm history as customer cannot clear the battery out limit alarm. Button error alarm was not present in history at or around the time that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.